Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil was removed in segments') and device dislocation ('there was one piece of coil that got misplaced/ no coil was visualized on right') in an adult female patient who had essure (batch no. 626212) inserted for female sterilisation. The patient's medical history included multiparous, hair loss, coital bleeding, anxiety, menstruation abnormal and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of bilateral fallopian tubes, essure coil removal). At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: trailing coils - right: 2 coils were seen on the outside of the ostia seen in the cavity, left: 2 coils were seen. Removal details as per mr:the patient's right fallopian tube was normal in appearance. There was no obvious essure coil in the tube or at the uterine stump. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil was removed in segments') and device dislocation ('there was one piece of coil that got misplaced/ no coil was visualized on right') in an adult female patient who had essure (batch no. 626212) inserted for female sterilisation. The patient's medical history included multiparous, hair loss, coital bleeding, anxiety, menstruation abnormal and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of bilateral fallopian tubes, essure coil removal). At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: trailing coils- right: 2 coils were seen on the outside of the ostia seen in the cavity, left: 2 coils were seen removal details as per mr:the patient's right fallopian tube was normal in appearance. There was no obvious essure coil in the tube or at the uterine stump. Lot number: 626212, manufacturing date: 2007-11, expiration date: 2009-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.